Event description:
Healthcare professional reported 'baker grade IV capsular contracture". Later reported "grade 3 periprosthetic capsular contracture" and "implant has a fold". This relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported 'baker grade IV capsular contracture". Later reported "grade 3 periprosthetic capsular contracture" and "implant has a fold". This relates to the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and crease / folding of implant was received on jul 15, 2025, with lot number 3640397. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease / folding of implant: observed creases on device. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.